Event description:
It was reported that a patient underwent a sling procedure subsequent to an open hysterectomy on (B)(6) 2013. During the procedure, after clamping down, there was a tearing of the trocar sheath upon removal. The surgeon inspected implant integrity, and kept the implant in the patient. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.